Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima infusion adapter (c100-0 multi) membrane was missing when spiking it into the bag, causing chemotherapy medicine to leak from the tubing port. The following information was provided by the initial reporter: "when checking dose, drug was dripping from phaseal adapter site. 5-10 drops was caught by chemo mat. Dose was discarded. New dose was prepared for patient. Phaseal lot number 2103501. Area was cleaned. Spill documented." "The product involved is the c-100-o infusion adapter that is spiked into the bag prior to dispensing. The leak came from the port where the tubing is attached which has a membrane prior to spiking. This one appears to be defective in that it was missing and therefore chemo spilled out."

Manufacturer narrative:
H6: investigation: no samples or photos received for investigation. A device history review was performed for lot 2103501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fourteen retained samples from the same lot were evaluated no issues or damaged observed. Thickness from the ia port septum from all retained samples were measured by metrology team and dimensions meet specifications.

Event description:
It was reported that the bd phaseal¿ optima infusion adapter (c100-0 multi) membrane was missing when spiking it into the bag, causing chemotherapy medicine to leak from the tubing port. The following information was provided by the initial reporter: "when checking dose, drug was dripping from phaseal adapter site. 5-10 drops was caught by chemo mat. Dose was discarded. New dose was prepared for patient. Phaseal lot number 2103501. Area was cleaned. Spill documented." "The product involved is the c-100-o infusion adapter that is spiked into the bag prior to dispensing. The leak came from the port where the tubing is attached which has a membrane prior to spiking. This one appears to be defective in that it was missing and therefore chemo spilled out."